Event description:
It was reported that a vns patient had high impedance after a fall in (B)(6) 2017, and the patient has had an increase in seizures. The patient was referred for x-rays and surgery. The x-rays have not been received by the manufacturer to-date. Full revision surgery occurred. The company representative who attended the case provided that when systems diagnostics were performed with the replacement generator high impedance was observed. The surgeon tried irrigating the nerve as well as reconnecting the generator, and confirmed the lead was correctly on the nerve, neither resolved the problem. The surgeon connected the test resistor and there was not high lead impedance with diagnostics. The lead was then changed and the high lead impedance was resolved. The explant facility does not return devices to the manufacturer and the explanted devices have not been received. Additional relevant information has not been received to-date.

Event description:
Information was received which indicated that the lead had been implanted earlier than originally reported.